Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received that there was no surgical delay and the event occurred during primary surgery.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the surgery of the hip replacement operation, when blowing the liner, the liner was broken. As no new 48# liner was prepared on the site, removed the 48# cup, changed 50# cap and 50# liner to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # ==> pc(B)(4) investigation summary ==> the returned products were examined by the supplier and it was identified that the misalignment of the cup and the insert may have initiated the fracture. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution.